Event description:
It was reported the patient had not used or charged her scs system for over 90 days(event date unknown.) As a result the ipg was inoperable. The ipg was explanted and replaced with a different model. The patient's stimulation therapy was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.